Event description:
The customer reported a leak inside the coulter lh 780 hematology analyzer. The volume of the leak was a drop and was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a leak at the probe. He noticed the wash block was not perfectly aligned with the manual probe. The fse realigned the probe wash block and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).